Event description:
The customer reported an issue where the cartridge was not fitting properly on the pump due to sticky cartridge rails. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, and was mostly in range. Technical support instructed the customer to remove the pump case and clean the pneumatic tap area with an alcohol wipe, ensuring no debris was present and the cartridge o-ring was intact. The customer successfully reloaded the cartridge and resumed insulin therapy without further issues.